Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 1 year, 11 months, 24 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 for dizziness with ambulation. Patient had melena/normocytic anemia/gauiac positive stool. A capsule endoscopy was performed on (B)(6) 2019 and report showed scant blood in the gastric antrum, a non-bleeding arteriovenous malformation (avm) in the ileum. Esophagogastroduodenoscopy (egd) was performed on (B)(6) 2019 and gastric contents, antral erythema with friability were found but no evidence of bleeding noticed. Egd also showed evidence of friable mucosa without overt bleeding. No further interventions were planned. Patient received blood transfusion. No further information was provided.

Event description:
Additional information: the patient presented with increased pulsatility index (pi) events and low flow events. The patient's mean arterial pressures (maps) were in the 60's, heart rate in the 55-60's, weight was up about 3 kgs since lowering diuretics, and hemoglobin and hematocrit down from a baseline of 10/34 to 8/29. Patient denied chest pain, shortness of breath, abdominal distention/bloating, early satiety, lower extremity edema, palpitations, and melena/hematochezia. Patient has a history of recurrent melena/normocytic anemia/guaiac positive stool.

Manufacturer narrative:
Section b5: additional information. The patient's history of recurrent melena/normocytic anemia/guaiac positive stool are reported under MFR #'s 2916596-2018-02301, 2916596-2017-02818, and 2916596-2019-03537. Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, the reported low flow events could not be confirmed as no log files were submitted by the account for review. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(4). No product was returned for evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, the IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.